Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain, radicular pain syndrome, and post lumbar laminectomy syndrome. The patient stated that last week they tried to charge but they kept seeing a reposition antenna screen. The patient last successfully charged their device 3 weeks ago. Patient services had the patient try charging their ins using the recharger while on the phone but the patient was seeing the reposition antenna screen. They tried using the patient programmer to communicate with the ins, but reported seeing a poor communication screen. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that the patient hadn¿t been able to use the ins for about a year. The consumer reported that the patient met with a manufacturer¿srepresentative (rep) at the healthcare provider¿s (hcp) office who tried to jumpstart the patient¿s ins. The consumer reported that by the end of (B)(6)2018, the patient knew that the ins wasn¿t able to be jumpstarted and would have to be replaced. The consumer reported that because the patient couldn¿t use the ins, the patient had been in terrible pain and had been working with the hcp to have the ins replaced. No further complications were reported.